Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure when the coil (subject device) was attempted to insert, there was resistance while advancing the coil inside the microcatheter. Coil was attempted to pull and then the coil detached prematurely (unintentionally without using inzone). The coil was removed completely using snare. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that during the procedure the subject coil detached prematurely and was removed completely using a snare. No clinical consequences were noted to the patient due to the reported event. Additional information provided by the customer indicated that continuous flush was not set up and maintained throughout the clinical procedure and the patient's anatomy was very tortuous. In the case of this complaint, it is probable that lack of continuous flush during the procedure contributed to the reported catheter friction and subsequent premature detachment when attempting to pull the coil. Per the device dfu: "in order to achieve optimal performance of the target detachable coil system and to reduce the risk of thromboembolic complications, it is critical that a continuous infusion of appropriate flush solution be maintained between the femoral sheath and guiding catheter, the 2-tip microcatheter and guiding catheters, and the 2-tip microcatheter and stryker neurovascular guidewire and delivery wire. Continuous flush also reduces the potential for thrombus formation on, and crystallization of infusate around, the detachment zone of the target detachable coil." An assignable cause of use error will be assigned to this complaint since there was a deviation from the supplied dfu that resulted in a different medical product response than intended by the manufacturer or expected by the user.

Event description:
It was reported that during the procedure when the coil (subject device) was attempted to insert, there was resistance while advancing the coil inside the microcatheter. Coil was attempted to pull and then the coil detached prematurely (unintentionally without using inzone). The coil was removed completely using snare. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.